Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the bending angle in the up direction and play of the up/down knob were out standard value due to wear of the angle wire. It was also noted that the adhesive on the bending section rubber had a crack, a chip and a white clouded area. The scope connecter was dirty due to water leakage and the paint on the scope cylinder was peeled. It was also noted that the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope switch 1 did not work. Inspection and testing of the returned device found that the foreign objects came out of the suction port due to clogging of the suction tube in the universal cord. The issue was caused by insufficient cleaning. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.